Event description:
This is a spontaneous report by a physician from (B)(6) of sterile peritonitis and fever in an approximately (B)(6) male patient coincident with dianeal unknown therapy. On (B)(6) 2008, the patient began treatment with dianeal unknown (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient complained of abdominal pain and fever (37.6 'c), and was diagnosed with aseptic peritonitis. Laboratory tests were performed on peritoneal fluid (results not reported) which revealed sterile peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient received remedial therapy. On an unreported date in 2010, the event of sterile peritonitis resolved. It was not reported if the event of fever resolved. Dianeal unknown therapy continued at the same dose. The patient's medical history and concomitant medications were not reported. The physician believed that the event of sterile peritonitis was unrelated to dianeal unknown therapy.

Event description:
During initial assessment of a returned homechoice device, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 10. The drain volume was 3471 milliliters (ml). The programmed fill volume was 2200ml. This drain volume meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up MDR.

Manufacturer narrative:
(B)(4). The device was evaluated and determined to meet functional and electrical performance specification requirements. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty iipv found in the device logs. The cause of the iipv was determined to be: insufficient drain. Use error. Tidal uf removal set too low. Product surveillance followed up with the nurse and provided the results of evaluation. The nurse stated that the patient was doing well on the new cycler. The nurse stated that she would follow up with the patient to make sure the settings were correct on the new cycler. The nurse confirmed that no medical intervention or patient injury was reported. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).